Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for an implant on (B)(4) 2022. Cobra-like deformation of left-atrial disc during implantation reported. There was interaction with cardiac structures during deployment. Device was removed from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system. An unknown device was selected and implanted. Patient remain hemodynamically stable, throughout the procedure and no clinical significant delay as the result of this event was reported.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, but could be caused by using a larger than recommended delivery system or the noted interaction with cardiac structures during device deployment. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the amplatzer septal occluder instructions for use, artmt100116885 revision a, the recommended size delivery system for use with a 10mm amplatzer septal occluder is a 6f delivery system.

Event description:
N/a.